Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 12 mg/ml of bupivacaine at 5.6 mg/day and 2 mg/ml of morphine at 1 mg/day via an implantable pump. The indication for use was not provided. It was reported a volume discrepancy had occurred. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 15 ml and the erv was 3.3 ml on (B)(6) 2019. It was indicated there had been volume discrepancies in the past. It was indicated the first volume discrepancy occurred on (B)(6) 2019, when a 3.8 volume difference was observed. Technical services reviewed considerations. The rep stated they were going to check with the doctor regarding next steps/diagnostics. It was reported the patient had parkinson's disease and falls from it. No symptoms were reported. The patient stated they thought they were getting good therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s pump and catheter were implanted on (B)(6) 2017 and the patient¿s serial number was confirmed. Regarding troubleshooting/diagnostics that had been performed, it was noted they were going to continue monitoring refill discrepancies. The cause of the volume discrepancy was unknown, however, it was noted to be a possible positional cause as the patient was chair bound. Regarding actions taken or planned at this time to resolve the issue, they would continue to monitor discrepancies. No further complications were reported.